Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the rotapro and rotawire became entrapped. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.75mm rotapro and rotawire were selected for procedure. During the procedure, when removing the device, it was noted that the burr was stuck in the rotawire inside the body. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There were no patient complications were reported post procedure.